Event description:
Customer claims: *"yeah let's see these at body temperature over time. Not gummy any more but an oil texture. Migrated throughout my body and is in my lymph nodes. Shows up on mris. I've had many surgeries trying to remove it. No more can be removed safely. I'm currently under watch as a stroke risk. I have severe pain and swelling of the lymph nodes and have had some removed, making me a lymphedema risk. I carried my son while I was unknowingly ruptured and now he has a severe congenital heart defect. My daughter has severe kidney and bladder defects. My child born before implants has no birth defects. And this is just a summary. If you care about humans, you won't are these and put them in people. Silicone implants were illegal because of how dangerous they were from the 90s until 2006. The FDA only gave approval for implant studies. Technically if you get these, you are in a study. Don't be a guinea pig. It really isn't worth it.* "

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra reviewed all returned device tracking cards, the initial reporter has never provided documentation of being a sientra patient. Patient age at time of event was defaulted to age 99 as the age at the time of event was not provided by the initial reporter.